Manufacturer narrative:
(B)(4). This complaint is for a report of a use error where the patient reused and connected to an old cassette and bags. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
While troubleshooting for an unrelated alarm, a technical service representative (tsr) discovered that the home patient (hp) had reused old supplies. The hp had connected to the setup after clearing the alarm and then reprimed the setup using the old cassette and bags. The hp was connected at the time of the call. The tsr reviewed proper procedures with the hp and advised the hp to restart therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.